Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® multiple sample luer adapter, the sleeve was missing on eight (8) units. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that before using the bd vacutainer® multiple sample luer adapter, the sleeve was missing on eight (8) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd received three photos for investigation. Two customer photos depict a device without a sleeve on the np cannula. Additionally, 30 retained samples were visually inspected, and all samples passed as there were sleeves on the np cannulas of the devices. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: empty/missing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.